Event description:
It was reported that the "rotation goes to position and then overshoots until it hits the limit switch." No injury reported. A field engineer was dispatched to the site and determined that the left switch bank was failing and needed to be replaced. Once this was completed, the system was working as intended.